Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported an impedance issue during a patient¿s battery replacement surgery. They stated that impedances were tested prior to the surgery and they were normal. However, when the leads were inserted in the implantable neurostimulator (ins) header block during implant, all values were out of range. The manufacturing representative noted that the surgeon used fluoro to look at the header block, but all electrodes appeared to be aligned. The surgeon wiped off the leads and reinserted them in the header block, but that did not resolve the issue. The manufacturing representative then placed the leads in the multi-lead trialing cable (mltc), and was getting normal impedances. The surgeon then reinserted the leads in the header block, and all impedances were within normal range on all electrodes, except pairs with 7 and 15. They stated that the surgeon made the decision to use the stimulator as is, and the patient uses electrodes 1, 2, 3,9,10, and 11 for therapy. Additional information indicated that impedances were checked post-op, and electrodes 7 and 15 are still out of range. However, the patient is having good stimulation. No patient harm was reported. Indication for use is unknown.